Manufacturer narrative:
Event date: on an unspecified date in july 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white main body (twist clamp) of the transfer set cracked. This occurred after using the set for two months for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.